Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change out procedure, the pulse generator exhibited loss of output. The device was explanted and replaced successfully. The patient was fine prior, during, and post operation.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
New information on 12/2/2016 stated that the device also exhibited backup vvi operation.